Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2009 and alleges loss of function of his knee due to misaligned, ill positioned knee implant. A revision procedure has not been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2011-00949 / 00952).